Manufacturer narrative:
The customer reported a complaint that "the thermogard xp ivtm system (sn (B)(6) displayed a mid:23 (patient probe offset) error message" was confirmed during the functional testing and based on the review of the event log. The root cause for the reported mid:23 error message was a defective I/o board and a defective lm34 temperature sensor, likely due to the aging of the device. The thermogard xp ivtm system was manufactured in 2010 and is ten years old, well past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. The event log review showed multiple mid:23 error messages and mid:24 (patient probe ext offset) error messages on and around the reported event date. The mid:24 error message was not reported by the customer, and the root cause for the mid:24 error message was a defective I/o board and a defective lm34 temperature sensor. The thermogard xp ivtm system failed functional testing due to the mid:23 error message displayed during the self-test. After replacing the I/o board and lm34 temperature sensor, the thermogard xp ivtm system passed the functional testing without any error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for thermogard xp ivtm system with sn (B)(6).

Manufacturer narrative:
Zoll has not received the thermogard console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the thermogard xp ivtm system s/n (B)(4) displayed a mid:23 (patient probe offset) error message. Patient use information was requested, but no additional information was provided. Therefore, patient use is unknown.